Manufacturer narrative:
Initial and final MDR 1894418- MDR 3003442380-2024-09524- device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced five infusion sets fell off during use events between (B)(6) 2024. The infusion set was in use for 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.